Event description:
It was reported that the pin in the tip of the instrument pulled out during the surgery. No pt complications were reported.

Manufacturer narrative:
(B)(4): device was returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed no documentation was found that would indicate a non-conformance to specifications.